Event description:
Philips received a complaint by the customer on the v60 indicating an unknown inoperative (inop) message had occurred during startup. It was reported there was no patient involvement at the time the issue was discovered. It was reported that an unknown inop had occurred during startup. The customer was able to get into diagnostic mode, but the screen only flashed when the customer attempted to get into the event log. Investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.